Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3 - date of event was estimated. The patients were enrolled between january 2018 and april 2022. D4- the UDI is not known as the part and lot number were not provided. H6- medical device problem code 1494 clarifier: indication for use.

Event description:
The aim of the article was to compare the outcomes of the percutaneous method using proglide devices complemented by an angioseal with the surgical method for minimal invasive cardiac surgery. A total of 524 patients were part of the study between january 2018 and april 2022. 88 patients were cannulated using the percutaneous method from june 2020 and 436 patients were cannulated using the surgical method. The article mentions that one proglide was pre-placed in the arterial cannula access site. Patients with residual mild oozing and those with a 16f cannula, had manual compression and a subcutaneous u-stitch applied when required after closure with the proglide. For patients with a moderate or more than moderate bleeding, a 6f or 8f angioseal device was placed depending on the severity of the bleeding. A u-stitch was then applied and a pressure bandage for 4 to 6 hours if needed following the procedure. Groin complications in the surgical group was found to be 4% and groin complications in the percutaneous group was found to be 0%. In the percutaneous group, the percutaneous approach was nearly 100% successful. Surgical intervention was required in the case of device failure. Dissection was also noted in both groups. The article concluded that the percutaneous cannulation approach is a safe technique for patient's undergoing minimal invasive cardiac surgery. It minimizes postoperative groin complications with no obvious negative impact on outcomes. Details are listed in the article, titled "percutaneous versus open surgical cannulation for minimal invasive cardiac surgery; immediate postprocedural outcome analysis".

Manufacturer narrative:
The device was not returned for analysis. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews could not be conducted because the lot number was not provided. The pre-close technique was not used with a sheath greater than 8f. The electronic proglide instructions for use (IFU) states: for access sites in the common femoral artery using 5f to 21f sheaths. For sheath sizes greater than 8f, at least two devices and the pre-close technique are required. Based on the information reported through the research article, a conclusive cause for the reported failure to achieve hemostasis and insufficient information could not be determined. The patient effects of hemorrhage and vascular dissection are listed in the electronic proglide IFU as potential adverse events associated with the use of the device. A definitive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention and surgical intervention were likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.